Event description:
It was reported that this pacemaker reverted to safety mode. Technical services was consulted and device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.